Manufacturer narrative:
Correction: d6a - date of implant added.

Manufacturer narrative:
A patient death was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05303. It was reported that patient had a fall, was admitted to the ICU, and later passed away. An online obituary indicates that patient died at the hospital on (B)(6) 2023 due to heart disease.